Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was was received from the manufacturer representative. It was reported that the replacement procedure mentioned previously was due to normal battery depletion. The x-ray showed that the lead had been pulled from the header block. The out-of-range impedances were not resolved at the time of the report. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was having a revision on (B)(6) 2017 to resolve the issue of the leads pulling out of the header block. The manufacturer representative (rep) reported that if they discovered that the setscrew had come out of the header block, they would need to replace the battery and the rep asked if the patient would get a credit for the old ins. No further complications are anticipated. (B)(4) 2017 e2 (rep): additional information was received from a manufacturer representative on (B)(4) 2017. It was reported that the cause of the lead pulling out was undetermined. To resolve the issue, the rep reported that the patient had to undergo surgery again to secure the lead in the ins. It was noted that the lead was given an adequate tug and impedances were checked before closing the incision. In conclusion, the lead went straight into the implantable neurostimulator (ins) and was secured by a screw; the issues were resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that stimulation was cutting out. The patient stated stimulation went out on monday, and they noted stimulation sensation going away while crouching. The rep stated at the replacement procedure, electrode 12 was out-of-range. When impedances were checked (B)(6) 2017, electrodes 2, 3, 4, and 7 were all out-of-range >20,000 ohms. The rep stated the most used groups used electrodes 0 6 7 11, 1 2 3 and group b used 5 6 7 and 0 1 2 5 6. The rep stated they were going to x-ray to verify that the lead was still in the header block. The rep and healthcare provider were going to work on programming options following the x-ray. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was having a revision on (B)(6) 2017 to resolve the issue of the leads pulling out of the header block. The manufacturer representative (rep) reported that if they discovered that the setscrew had come out of the header block, they would need to replace the battery and the rep asked if the patient would get a credit for the old ins. No further complications are anticipated.